Manufacturer narrative:
Section a4: patient weight is unknown. Section b3: date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that stimulation was lost due to ipg due to inoperable ipg. Surgical intervention was undertaken wherein the system was explanted and replaced. Therapy was restored post-op.